Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 195168/204096.

Event description:
It was reported that the patient had bruising at the ipg site and the ipg had broken through the skin. The patient was prescribed with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively.

Event description:
It was reported that the patient had bruising at the ipg site and the ipg had broken through the skin. The patient was prescribed with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. Additional information was received that the explanted devices will not be returned as they were disposed by the medical facility.